Event description:
It was reported that the dexcom g7 continuous glucose monitor did not pair with the device after several hours. The patient contacted support and was guided through troubleshooting steps, including toggling settings, restarting the device, and re-entering the pairing code. Following these steps, the patient was able to restart the pairing process. Blood glucose levels were not affected during the event, and the patient was advised to call back if a connection was not established within the expected time frame. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.